Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during total knee arthroplasty a journey ii cr locking femoral impactors bumper right broke in half upon impaction inside the patient. The pieces were retrieved by hand. Surgery was resumed, without any delay, with a smith & nephew back-up device. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Lot#, expiration date device available for evaluation? The sample is under evaluation by manufacturing site and h4: device manufacture date

Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. A visual inspection of the returned device confirmed the device is broken in half. Only one piece was returned. The device shows signs of extreme wear and use. A review of complaint history based on the historical data revealed similar events for the listed batch, this failure mode will be monitored for future complaints for any necessary corrective actions. The clinical/medical evaluation concluded that per complaint details and clarification via correspondence, the device broke into two pieces inside the patient upon impaction; however, the pieces were retrieved by hand without patient injury. The requested documentation was not provided; however, reportedly, the surgery was resumed without any delay using a smith & nephew back-up device. Based on the information provided, the root cause of the reported event could not be concluded. Patient impact beyond the reported device breakage, fragment retrieval and use of a back-up device would not be anticipated as no patient injury, surgical delay, or further complication were reported. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device broke and it can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Section h3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details and clarification via correspondence, the device broke into two pieces inside the patient upon impaction; however, the pieces were retrieved by hand without patient injury. The requested documentation was not provided; however, reportedly, the surgery was resumed without any delay using a smith & nephew back-up device. Based on the information provided, the root cause of the reported event could not be concluded. Patient impact beyond the reported device breakage, fragment retrieval and use of a back-up device would not be anticipated as no patient injury, surgical delay, or further complication were reported. A review of complaint history of the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable, damage may occur during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.